Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that there was now undersensing of p-waves due to low amplitude measurements. Boston scientific technical services (ts) discussed that previous programming was done to avoid oversensing. Ts also noted continued and more frequent low out of range pacing impedance measurements. Ts discussed with the health care professional (hcp) that they could consider bringing the patient in for further testing. The field representative will attempt to obtain further information from the clinic. At this time the device and right atrial (ra) lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range pacing impedance measurement for the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further review of the remote monitoring data found oversensing of noise leading to over 7000 inappropriately stored atrial tachy response (atr) events. The clinic suspected a lead fracture, however an x-ray was not performed so they were unable to confirm. At this time the physician has opted to continue to monitor the patient. The ra lead and ICD remain in service and no adverse patient effects were reported.